Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 21mm regent aortic valve was selected for an implant. At the time of device preparation, the leaflets were moving normally when tested using operating forceps. During the procedure, after the valve was implanted, the valve leaflets opened and closed poorly and could not achieve the expected effect. The device was removed and replaced with a non-abbott device. The patient was administered warfarin post procedure. The patient is stable.

Manufacturer narrative:
An event of explant due to ¿valve leaflets opened and closed poorly¿ post-implant was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.